Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis, no conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Intermittent non-capture was seen on home monitoring. Non-capture could not be recreated in person. Thresholds were increased to try and ensure capture. Capture threshold trended up in the 6 months post implant from ~0.7v to 3.0v in (B)(6) 2023. Shock impedance also trended down, then up. Pacing impedance trended up from 250 ohms to ~500 ohms from implant to (B)(6) 2023. Capture threshold was found to be 1.7v on (B)(6) 2024. X-ray review was recommended and physician will discuss next steps. Lead remains implanted. No adverse events reported.